Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was being treated for peritonitis.there were no reported allegations that the peritonitis event was related to fresenius products. In additional follow-up, the reporting pd nurse reported that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2024, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture was positive for the bacteria raoultella planticola. The patient was treated with vancomycin (dose not provided) and cefepime (dose not provided) intra-peritoneal (ip) on an outpatient basis. The patient is recovering from the event and is continuing pd with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated this organism is found in the environment and in intestinal tracts of humans/pets. The nurse stated the peritonitis is believed to be due to a breach in aseptic technique/hand hygiene within the home environment.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture grew the bacteria raoultella planticola which is found in the environment (soil and water) and is known to be found in stool. Based on the reported information, the patient¿s peritonitis was associated with a breach in infection control on the patient¿s home environment. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was being treated for peritonitis.there were no reported allegations that the peritonitis event was related to fresenius products. In additional follow-up, the reporting pd nurse reported that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2024, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture was positive for the bacteria raoultella planticola. The patient was treated with vancomycin (dose not provided) and cefepime (dose not provided) intra-peritoneal (ip) on an outpatient basis. The patient is recovering from the event and is continuing pd with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated this organism is found in the environment and in intestinal tracts of humans/pets. The nurse stated the peritonitis is believed to be due to a breach in aseptic technique/hand hygiene within the home environment.